Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit stopped working in the middle of a procedure. It was further reported that a 30 minute delay in the procedure occurred on account of this. It was unclear whether or not add'l anesthesia was required due to the delay.